Event description:
The customer reported that an attempt was made to insert an intra-aortic balloon (iab) catheter into an (B)(6) female patient in a cardiac arrest situation. Insertion of the sheath and guidewire was described as "tight". There was difficulty in advancing and then removing the guidewire. The vessel was imaged and evidence of extra vessel blood was found. The vascular team decided to remove the sheath. The iab was never inserted. The patient continued to be very unstable with multiple ventricular fibrillation arrests. Within an hour, the abdomen became distended with a suspected retroperitoneal hematoma and the patient expired. The hospital indicated that this event may have been a contributing factor to the decline of the patient.

Manufacturer narrative:
The device is not available for return and no lot information has been provided. Therefore we are unable to perform an evaluation of this device or review device manufacturing records. If the device becomes available or further information is provided, a follow-up report will be submitted.